Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The o2 sensor was replaced, and functional testing was performed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an 'oxygen (o2) analyzer calibration failed' message. The team attempted recalibration several times but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.